Event description:
It has been reported to philips that the screen went blank, and a call service warning appeared. The system was in clinical use at the time of the reported event and the diagnostic procedure was aborted. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned cardiology examinations procedure was performed when the issue happened. The procedure was completed using an alternate system. A philips remote service engineer inspected the system remotely and confirmed the reported malfunction. After reviewing the log file, rse found that the lateral image pc (ippc) failed to boot. Upon troubleshooting by onsite fse found fuse in the m-cabinet was blown and the ip pc likely had a power supply failure. To resolve the problem, fse replaced the lateral ip pc, including the hard drive and return the part for further analysis and it found that failure in the power supply unit. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.